Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation will be performed, a follow-up medwatch report will be submitted.

Event description:
Field service technician received call that site was unable to open patient folder. Site has previously had issues with 3d contrast and crc codes, field service technician was able to review logs and follow protocol for 3d contrast values and crc code in .ros file.

Manufacturer narrative:
According to technical investigation, the difficulties to open patient folder were due to a bad contrast management. The design defect is known and recorded in our design defect database.